Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 525cc saline breast implant, catalog number 3501685, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. Patient notice the left side is smaller than the right implant and confirmed with the doctor. As a result patient underwent bilateral removal and replacement with left catalog number 3501690, lot number 7520403, serial number (B)(4) and the right replaced with catalog number 3501690, lot number 7520403, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. There is no evidence this related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).